Event description:
It was reported that patient went through the airport security scanner on the day of this call and now she said she was not on the right program. The patient wanted to know if the manufacturer had the record of the program she was on. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fxls, implanted: (B)(6) 2014, product type: lead. (B)(4).